Event description:
It was reported that at implant attempt, the physician "was not comfortable with excess epoxy at the header/device interface." The device was not implanted and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.